Manufacturer narrative:
A1: full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a beckman coulter field service engineer (fse) was dispatched to assess system performance. While onsite, the fse replaced multiple parts including the buffer valve ise mix motor, and mix bar, valve assembly and cylinder. Issue was then resolved. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. In conclusion, the cause of this event is a hardware malfunction.

Event description:
On (B)(6) 2023 the customer reported obtaining erroneous low iron selective electrode (ise) including sodium (na), potassium (k), and chloride (cl) results on their au680 (au681-10e chemistry analyzer au680 with ise, part number b12188 and serial number (B)(6)). There was no report of change to patient treatment or management and no report of injury which occurred in connection with this event. Sample results provided showed results obtained were higher when samples were tested on an alternate au (part number and serial number not provided). A beckman coulter field service engineer (fse) was dispatched to assess system performance.